Event description:
Procedure performed: robotic partial nephrectomy surgery. Event description: during the surgery, a green bead was found stuck at the opening of the ctr33. After the user removed the specimen bag, they discovered that the bead was blocking the bag from being properly tightened. The hospital has since discarded the unit and attached are two photos from that time. There is no impact to patient. Additional information provided by [name] on 08apr2025 via email: we would like to inform you that an error occurred in the product model details initially submitted, due to incorrect information provided by the sales representative. While the product belongs to the same category, the model number and size were misstated in the original complaint report. Please note that the model number has been updated from cd001 to cd004. Please find attached the corrected version of the complaint report with the accurate product model indicated. Below are our responses to your questions, with our replies marked in red for your reference. No spillage out of the bag opening. The guide bead was not pulled on with an instrument. The guide bead did not detach from the bag. The guide bead did not detach from the cord. The guide bead remained attached to the cord, but it became stuck and failed to properly close the specimen bag opening. Intervention: no intervention required. Patient status: fine. There is no impact to patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos were provided, confirming the complainant¿s experience of bag did not cinch. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: robotic partial nephrectomy surgery. Event description: during the surgery, a green bead was found stuck at the opening of the ctr33. After the user removed the specimen bag, they discovered that the bead was blocking the bag from being properly tightened. The hospital has since discarded the unit. There is no impact to patient. Additional information provided by [name] on 08apr2025 via email: we would like to inform you that an error occurred in the product model details initially submitted, due to incorrect information provided by the sales representative. While the product belongs to the same category, the model number and size were misstated in the original complaint report. Please note that the model number has been updated from cd001 to cd004. Please find attached the corrected version of the complaint report with the accurate product model indicated. Below are our responses to your questions, with our replies marked in red for your reference. No spillage out of the bag opening. The guide bead was not pulled on with an instrument. The guide bead did not detach from the bag. The guide bead did not detach from the cord. The guide bead remained attached to the cord, but it became stuck and failed to properly close the specimen bag opening. Intervention: no intervention required. Patient status: fine. There is no impact to patient.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.